Event description:
The physician attempted to deploy endeavor sprint drug eluting stent to a lesion in rca with moderate vessel tortuosity. Strong resistance was noted during its delivery. The stent could not be positioned and it was removed from body. Damage to the stent was noted. A non-medtronic device was used to treat the lesion. No health injury to the patient. Evaluation summary: the hypotube was slightly bent. The stent was positioned on the balloon between inner shaft markers as per speci fication requirements. A number of struts on the 1st proximal stent segment were raised and pulled distally over other stent segments.

Manufacturer narrative:
Evaluation: results: inherent risk of procedure (stent deformation and failure to deliver stent); (root cause unknown). (B)(4).